Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced symptoms of fever chills and body aches on (B)(6) 2020. The patient was admitted to clinic with sepsis with emergent dialysis needed and antibiotics started. A computerized tomography (CT) scan was done of the chest, abdomen and pelvis with no acute findings. On (B)(6) 2020 a CT of the patient's head was completed with intracranial hemorrhage (ich) noted. Neurosurgery was consulted, and no intervention was signed off. Seizure like activity was witnessed, and neurology was consulted. An electroencephalogram (eeg) was completed with no acute findings. A repeated CT was performed on (B)(6) 2020. It was reported that the ich was stable however there were subacute/acute ischemic changes. It was reported that on (B)(6) 2020 the patient refused dialysis and hospice was consulted. The patient's code status changed to do-not-resuscitate(dnr). After several meetings, a decision was made for patient to go home on home hospice without dialysis. Hospice notified the vad coordinator on (B)(6) 2020 that the patient passed away. It was reported that the patient's cause of death was congestive heart failure (chf). The site reported the pump functioned as intended and has not attributed adverse event or death to pump function.

Manufacturer narrative:
Sections d4 & h4: additional information: manufacturer's investigation conclusion: a specific cause for the reported sepsis, intracranial hemorrhage, ischemic changes, and the patient outcome due to congestive heart failure could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate ii lvas, serial number: (B)(6), could not be conclusively established. It was reported that the patient presented to the emergency department with a fever, chills, and body aches on (B)(6) 2020. The patient was admitted with sepsis. Emergency dialysis was needed, and antibiotics were started. Chest, abdomen, and pelvis cts had no acute findings; however, a head CT on (B)(6) 2020 revealed an intracranial hemorrhage. Neurology was consulted, but no interventions were recommended and the patient was signed off. Seizure-like activity was then witnessed, and neurology was consulted again. An eeg was completed with no acute findings. A repeat head CT on (B)(6) 2020 revealed that the intracranial hemorrhage was stable, but there were subacute / acute ischemic changes. The patient refused dialysis on (B)(6) 2020. Hospice was consulted, and the patient¿s status was changed to do not resuscitate. After several meetings, the decision was made for the patient to go home on home hospice without dialysis. Hospice notified the vad coordinator that the patient passed away on (B)(6) 2020. It was reported that the patient expired due to congestive heart failure, and the device did not contribute to serious injury or death. It was noted that the outcome is not device or therapy related. No autopsy was performed, and the pump would not be explanted or returned. There is no product available for investigation. The heartmate ii lvas IFU lists sepsis, stroke, and bleeding as adverse events that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.